Event description:
It was reported that patient underwent a joint arthroplasty of touch cmc1 prosthesis revision on (B)(6) 2025. Subsequently, the patient underwent a second revision due to breakage of the polyethylene (pe) liner. The surgeon revised the neck and the cup.

Manufacturer narrative:
The reported event was confirmed as the affected device was returned for investigation. A review of the device history record for the reported lot revealed no anomalies related to the event. Based on a comprehensive investigation (including evaluation of the returned device, review of the device history record, and assessment of the complaint history), the event appears to be primarily associated with an initial intra-prosthetic conflict due to slight cup angulation which led to bone impingement. These factors, potentially exacerbated by patient-specific conditions such as metabolic oxidation or joint hyperlaxity, may have contributed to the observed failure. Furthermore, this is the second case of revision of the type for this patient with associated complaint.